Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), was explanted from the left eye due to blurry vision and visual disturbances.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation and investigation. Updates to sections h3 and h6. The explanted lal was returned to rxsight and a visual inspection was performed. The lens was found to be cut into 2 pieces. Nothing unusual was noted and no problems were found.